Event description:
On 15-aug-2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: surgeon was performing surgery on the da vinci console when they noticed that the wires of the intuitive fenestrated bipolar instrument was broken. Took the instrument off the field and opened a replacement.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.